Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during bell's palsy procedure, the stimulator was used to identify the nerves intra- operatively. When stimulating the submandibular branch a positive signal was expected. The positive signal occurred at the frontalis even though the stimulation was done not in proximity of the frontalis. Nim was tested with the simulator right before the procedure and the nim was in working order. The procedure was completed with the reported products. There was no known patient impact.

Manufacturer narrative:
H3: product analysis found one of the fuses was blown and after changing the fuse, the device worked normally. H6: previously applied codes fdm b17, fdr c20, fdc d16 and additional codes, imf f24, img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as there was no patient impact.

Manufacturer narrative:
H6: previously applied code fdc d02 has been corrected to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.